Event description:
(B)(4). Racing heart, palpitations, night sweats, thyroid issues, loss of hair, anemia, heavy menstrual periods to the point of hemorrhaging , blood clots, swelling of the abdomen, anxiety, headaches 4-5 times a week, inability to lose weight, passing out, low hemoglobin and extremely low iron and ferritin levels to the point of having a hysterectomy in (B)(6) 2015. Since the surgery 10 weeks ago, almost all of these have gone away or improved already. Hair has stopped falling out almost completely, no headaches, no bruising, no irregular heartbeats/palpitations or passing out. My thyroid levels are already almost up to normal levels again.